Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles the size of peas in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 202 mg/dl. The customer was advised to deliver a 5u fixed prime until air bubbles are no longer visible. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer mentioned that the insulin was not stored in room temperature. The customer was advised to change their reservoir.